Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional, through distributor, reported "rupture". Healthcare professional, through distributor, later reported "not ruptured but only wrinkled, and there are also tissue capsules". Healthcare professional later, through distributor, reported "overgrowth of fibrous capsules around the implants with grade iii/IV contracture according to baker". This record is for the right side. The device was explanted.

Event description:
Healthcare professional, through distributor, reported "rupture". Healthcare professional, through distributor, later reported "not ruptured but only wrinkled, and there are also tissue capsules". Healthcare professional later, through distributor, reported "overgrowth of fibrous capsules around the implants with grade iii/IV contracture according to baker". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.11.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through distributor, reported "rupture". This record is for the right side. The device remains implanted.